Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp at getinge office and was unable to reproduce the reported issue. The fse performed running test, which was fine. The iabp did not require any repairs and the iabp was released for clinical use. (B)(6).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in an unstable angina patient. The cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm that occurred upon pumping. The customer could not start iabp therapy. Although attempts were made to restart the unit, the alarm would not disappeared. The customer replaced the unit with another cardiosave for therapy, but the same error occurred again. The customer then replaced the balloon with another iab, but the same error occurred again. Finally, customer replaced both pumps and iab catheter to continue therapy, the error disappeared. However, the working units are not getinge products. No patient injury was reported. In addition, it was reported that there was mild tortuosity, sclerosis and calcification in the patient vessel. This record is for the second iabp used in this event.